Event description:
The implantable neurostimulator was turned off when the patient became pregnant. Six years later, stimulation was turned back on. Impedances were greater than 4000 ohms on some bipolar pairs. The patient experienced a loss of therapeutic effect and no stimulation sensation. The patient was in clinic at the time of the complaint. Her status was reported as 'good'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.